Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4). Implanted: (B)(6) 2017. Explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4). Ubd: 15-feb-2019, UDI#: (B)(4).

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml at 4.9 mg/day), bupivacaine (3.8 mg/ml at an unknown dose) and baclofen (200 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the patient felt that they may have been going through withdrawal at the beginning of (B)(6) 2021. The patient came in for a refill and 2ml was expected, but 16ml were removed from the pump. A catheter access port study was performed and the hcp was unable to aspirate the catheter. The patient was going to be scheduled for a catheter and pump replacement in (B)(6) 2021. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.